Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The pacemaker had riding thresholds, the rv lead had high impedances and the ra lead had intermittent loss of capture. There were no adverse patient side effects reported. This system was explanted and replaced. Ca